Event description:
As reported, surgeon performed a revision where the poly didn't break at the junction but through the poly itself and then the other pegs wiggled loose and the cage bored a hole right through. There is still poly inside the cage. Per surgeon "this is the second time he has seen this. What worries him is that strengthening the junction will only make this more likely to break through the poly. Ie the laser cage. In both cases the cage was rock solid. Patient was asymptomatic but worrisome. As per surgeon "scary that it is only a year. Lateral looks okay to me but ap looks funny and it looks like lucency around the peripheral pegs".

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.